Event description:
The user reported that when the tracheal tube was removed and the stent put into position the physician determined that the stent needed to be repositioned. The physician looked down the endoscope and noticed that the airway had closed up. This caused the pt's vital signs to deteriorate. The physician tried to re-access the airway with the endoscope but was unsuccessful. A surgeon was then called in to open the pt's chest to restore the airway, but the pt's condition was too poor. It was reported that the pt had experienced a complete collapse of her trachea causing her to expire. Advanced directives given by the pt prevented the physician from performing any further actions. The physician stated that the stent was not at fault and that the event was due to the pt's condition. It is unk what happened to the stent because of the procedures that took place. Attempts were made on (B)(6) 2012 to obtain add'l info.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. The device history record and complaint database could not be reviewed as the user did not provide a lot number. A follow-up report will be submitted if more info becomes available. Eval conclusions: device not returned.